Manufacturer narrative:
The manufacturer received new information that the device was returned to the service center for evaluation. No error codes were logged. The device passed all final test. In addition, the device's pollen filter and fine filter are replaced.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging issues with a dreamstation auto CPAP device that the patient passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.